Event description:
The customer alleged they received questionable tina-quant albumin gen.2 (alb) results for two patients on their c501 analyzer. The patient results were from urine samples. The first patient's initial alb result was 35.3 mg/l and it was reported outside the laboratory. The sample was repeated and the result was 1.9 mg/l accompanied by a data flag. This result was considered correct and issued as a corrected report. The sample was then tested on another c501 analyzer, and the result was 0.0 mg/l accompanied by a data flag. The second patient's initial alb result was 71.2 mg/l and it was reported outside the laboratory. The sample was repeated and the result was 22.9 mg/l. This result was considered correct and issued as a corrected report. No patients were adversely affected by this event. The alb reagent lot number and expiration date were not provided. The field service representative could not find the cause. He performed mechanical, fluidic, and electrical checks on the analyzer. He performed a check test and the analyzer was performing to specifications.

Manufacturer narrative:
A root cause could not be determined with the information provided. The investigation performed by the field service representative established there was nothing wrong with the analyzer and the calibration data appeared to be ok. No additional information is available for further investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.